Event description:
Boston scientific received information that this right ventricular (rv) lead had presented with noise that led to oversensing and several short episodes were recorded by the associated device. A revision was performed to upgrade the patient to a heart failure device and this rv lead was replaced during the procedure as the beginning of a fracture was suspected. No additional adverse patient effects were reported. The lead was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual analysis noted setscrew marks on all of the lead¿s terminal connectors. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits and the lead is electrically continuous. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of noise and oversensing; however, analysis was able to confirm that the lead had not fractured.